Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the spider 2 tenet had an abnormal sound, the joint was leaking oil an was very hot near the battery. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and found wear from use, scratches and areas of discoloration, a drape clip is missing. The motor was very labored and slow to pressurize the unit. The device eventually pressurized and passed functional testing, but the motor is defective. The piston migration was at 2.897 inches. The device did not overheat during the functional evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors which could have contributed to the reported event include a seal failure can result in a loss of oil which can cause a louder than normal sound to be emitted from the device, slower than normal pressurization times, and prevent the device from properly pressurizing and maintaining position. No containment or corrective actions are recommended at this time.